Event description:
It was reported that the patient experienced multiple urinary tract infections (uti) since receiving an implantable neurostimulator (ins). The patient had four utis since implant. It was noted that the patient was allergic to penicillin and received keflex following surgery, but developed clostridium difficile. The patient was put on sulfameth trimethoprim on (B)(6) 2012 after she developed another uti and has developed two more since then. The patient also experienced diarrhea. It was noted that the ins helped the patient's urinary incontinence and the patient was using program 1 at 2.7 v. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# v802321, implanted: 2011 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).